Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel disconnect vs check IV set alarm could not be confirmed. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported an infusion of cytarabine was started on the left channel and alarmed for ¿channel disconnect¿. The infusion was moved to the right channel; however, the alarm continued. The devices were replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed who stated the pump module did not experience a communication error as reported but a "check IV set" which indicated a pressure sensor malfunction. The pressure sensor was replaced and pump was calibrated.

Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel disconnect vs check IV set alarm could not be confirmed. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported an infusion of cytarabine was started on the left channel and alarmed for ¿channel disconnect¿. The infusion was moved to the right channel; however, the alarm continued. The devices were replaced and removed from service. There was no report of patient harm. The device was evaluated by biomed who stated the pump module did not experience a communication error as reported but a "check IV set" which indicated a pressure sensor malfunction. The pressure sensor was replaced and pump was calibrated.